Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the loaner pool for use. The removed system/memory pcb assembly was further evaluated in the failure analysis center. The cause of the issue was observed to be a shorted capacitor, designator c318 from the system pcb.

Event description:
It was reported that a physio-control loaner device would no longer deliver defibrillation energy. There was no report of any patient use associated with the reported issue.